Event description:
It was reported that when the asymptomatic, non-dependent patient presented for routine follow-up, increased capture threshold was noted. A cardiac perforation was noted via x-ray. The lead was extracted and replaced. The patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.